Event description:
Per (B)(4) adverse event report, it was discovered that this lead was fractured. This event remains unresolved and, as of this report, no action has been taken to correct this issue. Should additional info become available, this event will be updated.

Manufacturer narrative:
Lead fracture with no intervention.